Event description:
The lay user/ patient contacted lfs on (B)(6) 2010 alleging inaccurate readings on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that 2 weeks prior to contacting lfs she tested on her one touch ultralink meter and obtained a 489 mg/dl. She felt that the result was incorrect and tested on her other meter, (unknown what kind of meter) and obtained a 116 mg/dl. Readings were taken less than 20 minutes from one another. She did not take an increase in medication. The patient denied exhibiting any symptoms and denied increasing her dosage of insulin or even having an insulin reaction as stated in the initial documentation. The patient mentioned that her new meter is working final. The test strips she had been using were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done with the initial test strips and the test strips failed using the control solution. The product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient denied exhibiting any symptoms or even overdosing on insulin. The complaint is being reported since the test strips failed using the control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.